Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure a thrombus was observed. Patient had degenerative mitral regurgitation (mr) grade 4 with central jet. After the transseptal puncture, an amplatz extra stiff wire was placed in the upper pulmonary vein. Guide sheath (gs) was prepared and introduced via the wire into the right atrium. While pushing up from the inferior vena cava into the right atrium, a thrombus was visible which was not previously in the right atrium. It disappeared after a few seconds, possibly in the pulmonary tract. The thrombus may have been created by the guide wire or was already present in the venous system and pushed up from the femoral region. After a few seconds, st elevation was visible in the ECG. After intravenous aspirin administration by the anesthetist, the st elevation went back down again. Regarding the thrombus, all vital signs were normal. The procedure could be continued normally. As reported, the act was carried out according to standard. 6 days after the procedure, the patient was neurologically and cardiologically inconspicuous in relation to the thrombus.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined + final MDR report that has the investigation findings included as well. The device was not returned as it remained implanted in the patient. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for " thrombus formation (device)" was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. A definitive root cause was unable to be determined. The complaint review and analysis of all available information fails to indicate a root cause or probable root cause. Based on extensive complaint investigations and reviews, it has been identified that these types of events are not associated with device malfunctions or manufacturing nonconformances. Per the instructions for use (IFU), intracardiac thrombus formation and device thrombosis are known potential adverse events which have been identified as possible complications associated with standard cardiac catheterization procedures. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), valvular disease itself and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.